Event description:
It was reported that during a stone retrieval and stent placement procedure, the device ddi not function properly. The zero tip nitinol retrieval basket was inserted into the ureter, however, the tip of the basket did not open properly to retrieve the stone. The device was exchanged for another nitinol retrieval basket to complete the procedure. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
.